Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient had issues with two infusion sets. The first issue occurred on (B)(6) 2021 and the other was on (B)(6) 2021. Reportedly, with both the infusion sets the tubing pulled out of the site, where the tubing connects to the connector needle, while she was asleep. Further, the tubing was completely disconnected from the connector needle. However, the connector needle was still inserted in the cannula housing, but the tubing itself was disconnected from the connector needle. At the incident, the patient's blood glucose level was 207 mg/dl. Moreover, there was no damage to the infusion sets when the package was first opened. The patient replaced the infusion set and insulin was resumed successfully. No further information available.